Event description:
The customer reported in a device replacement procedure for normal depletion, this right ventricular (rv) lead was surgically abandoned (capped) due to the historical low impedances. This rv lead had a decrease in impedance (144 ohms). New products were successfully implanted; no adverse patient effects were reported. The lead was actively implanted for approximately 6 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.